Manufacturer narrative:
Device was turned on during the insertion procedure. Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the imaging window was separated at the lap joint. A kink was observed in the telescope assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the distal end. Friction marks were observed between the rotator and the retainer clip. Broken drive shaft and imaging core (ic) windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. Ic windup began 1.0 cm from the distal end of the connector shaft. The distal housing of the transducer was observed complete and with no shattered pieces. The tip and the guidewire exit port were observed in good condition. The imaging window was observed detached from the lap joint section. Impedance testing shows an electrical open at proximal wave form. It was unable to flush the catheter and perform imaging test due to the condition of the returned product.

Event description:
Reportable based on device analysis completed on 12jan2021. It was reported that lost image occurred. An opticross hd imaging catheter was selected for use. During insertion, after flushing was performed, it was noted that the screen became black and nothing was displayed. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed imaging window was detached.